Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to remove the water from the balloon of the foley catheter. Per follow up with the complainant by email on (B)(6) 2018 it was unknown how the balloon was ultimately deflated.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that it was difficult to remove the water from the balloon of the foley catheter. Per follow up with the complainant by email on oct 3 2018 it was unknown how the balloon was ultimately deflated.